Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had been experiencing high blood glucose and the insulin was sometimes not delivered. Customer's blood glucose was 600 mg/dl. During troubleshooting, found no delivery alarm in history. Customer was assisted in performing the high pressure test, the test passed. After troubleshooting, customer was advised the device was working as designed, customer was advised that the reservoir and infusion set will be replaced. Customer will not be returning the device for analysis.